Event description:
Caller reported a cartridge alarm 30 which did not adversely impact the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which was under warranty. The customer, who did not have a backup insulin therapy on hand, was informed about receiving a pump with updated software. Instructions were provided for putting the current pump into storage mode and for returning it to tandem using a pre-paid label. The caller understood and acknowledged the guidance and was advised to contact their healthcare provider for backup therapy.